Event description:
Reporter alleged obtaining the results of 350 mg/dl and 100 mg/dl back to back within 10 minutes on the aviva system about a week ago. Reporter stated that he took around 12 units of insulin based on the reading. Reporter also alleged obtaining the results of 307 mg/dl and 110 mg/dl back to back within 10 minutes on the aviva system on (B)(6) 2012. Reporter stated that he took around 12 units of insulin based on the reading. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.